Event description:
It was reported an alarm occlusion and preventive maintenance. There was no patient involvement.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the downstream occlusion sensor, low cut off pressure. As a result, the downstream occlusion sensor was recalibrated. The service history review had no indication that the complaint was related to a service of the device within the review period.